Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid femoral artery. Following pre-dilatation with a 6x40mm armada 35 balloon dilatation catheter (bdc) a 7.0x30mm absolute pro stent was implanted. The 6x40mm armada 35 bdc was used for post-dilatation; however, it was noticed that the length of the stent had the same length of the 6x40mm armada 35 balloon in between the two markers. The stent appeared to be longer than 30mm, which was labeled on the box. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the stent was slightly elongated during deployment causing the stent to appear longer; however, this could not be confirmed. Cine images were returned and reviewed by an abbott vascular clinical specialist. The reviewer the following: there are no annotations showing any calibrated measurements to confirm the reportedly inaccurately labeled stent length (labeled as 30 mm, reported to be 40 mm). Therefore, it is not possible to confirm that this deployed stent was either incorrectly labeled or packaged incorrectly. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.